Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. The pump was visually inspected and no damage or crack was found. Error codes 44431 and 44510 were found then cleared. An application model ran run-in was performed for 2 days and the error codes were unable to be duplicated. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump displayed error codes 44431/44510. There were no reported adverse events.